Event description:
The physician was attempting to use a scuba co-cr peripheral bare metal stent. Following removal of the protective sheath, the scuba stent was inspected, with no issues noted. Positive pressure was not applied to the device during preparation. Angiograph results showed 90% stenosis in the left subclavian artery, the lesion exhibited mid range calcification and tortuosity, and no pre-dilatation was performed. No resistance was noted with accessory equipment during delivery to the lesion. The device did not pass through a previously deployed stent. During advancement to the lesion the stent dislodged from the delivery system in the 6f introducer sheath. The physician removed the stent with a snare and changed to a new device to complete the procedure. No clinical sequelae reported. Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation results: unapproved use of device (the scuba stent is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch). Evaluation conclusion: off¿label, unapproved or contraindicated use (the scuba stent is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch). Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: failure to follow instructions - the device is advised to be used with a 7fr introducer sheath. Evaluation conclusion: failure to follow instructions- the device is advised to be used with a 7fr introducer sheath.

Event description:
Evaluation summary: the stent was found dislodged from the proximal marker to the distal one approximately 15 mm. No traces of blood or radio opaque solution were detected on the shaft or on the inflation line. The distal end of the stent was found crushed. No other abnormalities detected on the device